Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a shocking or jolting sensation when he laid down. When the pt rolled over to his stomach the shocking was very strong. The shocking occurred following a fall 2-3 months ago. Additionally, the pt's recharging frequency had increased from once a month to once a week. Refer to MFR report # 3004209178201107040.